Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus/ essure protruded on the uterus wall"), device breakage ("device breakage"), device dislocation ("migration/malposition of essure device") and fallopian tube perforation ("perforation (fallopian tube(s)),") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and headache. Concomitant products included cefuroxime axetil (cefuracet), cyclobenzaprine hydrochloride (flexeril), fluticasone propionate (flonase), ibuprofen, ibuprofen (excedrin ib), normensal (nora ratiopharm) and tramadol. On an unknown date, the patient started topiramate at an unspecified dose and frequency. On an unknown date, the patient started imutis at an unspecified dose and frequency. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/stabbing pain"), adverse event ("abnormal symptoms"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), fatigue ("fatigue,"), weight fluctuation ("weight gain / loss,"), alopecia ("hair loss"), abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding") and mood swings ("mood swings"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device), surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device), surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device) and surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2011. At the time of the report, the uterine perforation, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, abdominal pain, adverse event, hormone level abnormal, migraine, headache, nausea, pelvic pain, fatigue, weight fluctuation, alopecia and mood swings outcome was unknown and the back pain, abdominal pain lower and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine perforation and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - in 2008: confirming fill occlusion. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received, aka added, patient demographic added, product indication added, event added: fallopian tube perforation, genital haemorrhage, hormonal imbalance, migraine, headache, nausea, device breakage, pelvic pain, fatigue, weight fluctuation, alopecia, abdominal pain lower, menorrhagia, mood swing. Events outcome updated, concomitant drug and condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus/ essure protruded on the uterus wall'), device breakage ('device breakage'), device dislocation ('migration/malposition of essure device') and fallopian tube perforation ('perforation (fallopian tube(s)),presence of essure bilateral implants with perforation of the left') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, headache, ovarian cyst and follicular cyst of ovary. Concomitant products included bifidobacterium longum;lactobacillus acidophilus;lactobacillus rhamnosus;saccharomyces boulardii (imutis), cefuroxime axetil (cefuracet), corticosteroid nos, ethinylestradiol;norethisterone (nora ratiopharm), ibuprofen, ibuprofen (excedrin ib), topiramate and tramadol. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/stabbing pain"), adverse event ("abnormal syptoms"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), fatigue ("fatigue,"), weight fluctuation ("weight gain / loss,"), alopecia ("hair loss"), abdominal pain lower ("cramping"), heavy menstrual bleeding ("heavy bleeding") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectoiny and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, abdominal pain, adverse event, hormone level abnormal, migraine, headache, nausea, pelvic pain, fatigue, weight fluctuation, alopecia and mood swings outcome was unknown and the back pain, abdominal pain lower and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, nausea, pelvic pain, uterine perforation and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in explant date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - in 2008: results: confirming fill occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information, other relevant history, explant date and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal syptoms"). The patient was treated with surgery (bilateral salpingectoiny and/or hysterectomy to remove the essure device) and surgery (bilateral salpingectoiny and/or hysterectomy to remove the essure device). Essure was removed in 2011. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: confirming fill occlusion. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.